Manufacturer narrative:
The insulin pump was received stuck in prime loop. The device was unable to prime during prime test due to protruded and or loose drive support disk. The device had minor scratched display window, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, and a missing end cap sticker.

Event description:
Customer called to report damage to the insulin pump. Customer stated that the pump is continuously looping. Customer's blood glucose reading was 250 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.